Manufacturer narrative:
The lancet device was requested for investigation. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of an issue with a coaguchek softclix lancet device. The customer alleged the lancet sometimes looks crooked when it is inserted into the device and sometimes sticks out of the end cap and sometimes does not. No accidental finger stick occurred.

Manufacturer narrative:
The customer did not return the lancet device for investigation. As no product was returned, a specific root cause could not be determined. The investigation did not identify a product problem.